Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found severe buildup in the bottom section of the eic block. Blockage was cleared which resolved the issue. System performance was verified. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting an electrolyte injection cup (eic) overflow in the unicel dxc 600i access immunoassay system. The customer indicated that the instrument generated calibration failures for calcium and chloride and suppressed patient results with instrument flag "sample reference drift". Upon troubleshooting, the customer noticed the eic tray was overflowing onto the floor. Approximately 8 to 12 ounces of fluid leaked. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds due to the uncontained leak. The operator did not seek medical attention. No erroneous results were generated in connection with this event.